Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String was wrapped around tampon [device physical property issue]. Cord was not evident, having to find string to remove [complication of device removal]. Parent reported via e-mail that daughter¿s tampon cord was not evident and it was wrapped entirely around the tampon. No injury reported.